Event description:
It was reported that the device had a high reading, resulting in failing calibration. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the oridion pcb for failed co2 sensor calibration. A review of the device history record for sn: (B)(6) was performed from date of manufacture 07/05/2017 to the present date 10/23/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a high reading, resulting in failing calibration. There was no patient involvement.